Event description:
It was reported by service report that the head-end brakes were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end brake crank assembly.